Event description:
It was reported that the battery lasted a week. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display. Problem isolated to the motherboard. Further testing was not performed due to the blank display.